Event description:
A report was received that the patient was charging frequently. The physician believed that the ipg shifted at an angle and was too close to the skin. The patient will undergo a revision procedure.